Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer needed to press the wake button multiple times in order to turn the display on. Additionally, the pump was not sounding an alarm/alert notification. Blood glucose was 116 mg/dl. The customer continued to use the pump for insulin therapy.